Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted and a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.